Event description:
Lens was explanted because, the doctor increased the lens diopter power after the lens was implanted. The lens was removed and replaced with a higher diopter power. No alleged lens defect.